Event description:
Cellex instrument # 40156 had increased air in the return line -- the optical reading stated that 9ml was in the return bag even though the return bag was completely empty. At about 100 ml whole blood processed switched from double to single needle mode. Therakos consulted -- ns boluses & redirecting the air detector lines but unable to resolve the problem. Treatment aborted & collected blood returned to the patient. Patient remained stable & without complaints throughout the treatment. Patient received a treatment on a different cellex instrument.